Event description:
Tibial component baseplate implant by stryker for knee replacement had the wrong size implant inside the box. Surgeon requested size 6, the box listed size 6, the inside package listed size 6, the implant itself was size 5. Item info on the box and inside packaging: ref# 5536-b-600 lot: ctd69463. Item info of what was implanted: ref# 5536-b-500 lot: ctd69106.